Event description:
It was reported that the battery gauge was fluctuating. The pump exhibited erratic battery behavior, causing it to shut off completely. There was no adverse impact to the customer¿s blood glucose level. The customer declined any further troubleshooting efforts.